Manufacturer narrative:
Field service inspected unit and could not duplicate the problem. Field service changed the cpu pcb as a precaution. Lab test was not able to find any problems with the cpu pcb.

Event description:
Report of ventilator inoperative error 1b.